Event description:
The user facility reported that the side-tube detached from the main housing of the introducer sheath during injection. Reportedly, there was no impact to the pt and the procedure was successfully completed without complications using a second glidesheath.

Manufacturer narrative:
(B)(4). The involved device was returned and evaluated. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of retained samples confirmed that there were no defects or anomalies and product performance specs were met. A review of the device history record indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available info, the event description is consistent with over-pressurization of the tubing during injection of contrast media. The device labeling does not address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use power injector for contrast media injection from the side tube." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow up. (B)(4).